Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. It was reported that the pt was having difficulty charging her ipg. She stated that she could only locate her ipg to charge by pressing down hard over her charger antenna. The pt claimed that this had been a problem since her implant date. The pt did not bring her charger to the appointment with her physician, but a replacement charger was sent to the pt. F/u on the pt found that the pt stated she experienced a burning sensation and overstimulation while charging her ipg. It was reported that the pt's ipg will be explanted and replaced. No further info is available at this time.